Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device worked properly for the first reload but on the first firing after the second reload, without articulating the tip, a cracking sound was heard and the tack was not placed properly. The tack was removed from the tissue without damaging it. The surgeon performed 2 test fires of the device as a trial, with the cracking sound heard each time. They discontinued using it and a new handle was opened and fired to the tissue but the same even occurred. The tack was removed from the tissue and a new device was utilized to complete the procedure. No tissue resection was required, however the part fell into the patient¿s cavity and was retrieved. The report noted there was tissue damage but the product did not lock on tissue and was removed from the tissue without damaging it. Surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reliatack articulating reloadable instrument. Microscopic evaluation of one of the dlus revealed scratches on the inner tube. The dlus were unable to be loaded due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, after the device was used properly with the first reload, it was loaded with the second reload. On the first firing of the second reload, not articulating the tip, a cracking sound was heard and tack was not placed properly. The tack was removed from the tissue as it was almost not placed to the tissue. The surgeon fired the device another two times as a trial, it made a cracking sound each time. They stopped using it. A new handle was opened and fired to the tissue, but the same event occurred. The tack was removed from the tissue. A new tacker was opened to continue. The surgical time was extended by less than 30 min. There was tissue damage. The part fell into the patient's cavity and was retrieved.